Event description:
Customer reported that a sample from a patient with a known anti-k has demonstrated unexpected negative antibody screen results.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready-screen (I and ii), lot x242. This is the lot of reagent the customer used on galileo. The customer did not return product or sample for investigation testing, it is not possible to rule out the sample as a cause of the event.